Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 129 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error while trying to deliver a bolus. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported to have received a motor position encoder error. Customer also reported that he was hospitalized due to kidney failure and was treated with manual injection during hospital stay. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump passed the stop current and run current tests. We were unable to confirm encoder signal alarm or perform the self test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corners, reservoir tube lip and minor scratched display window.